Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi mode during a follow-up in clinic. A firmware download was performed and the device was restored successfully. The patient was stable after the event.